Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the high flow insufflation unit did not reach the set values for air supply and intra-abdominal pressure during an unspecified procedure. There was no patient injury reported.